Manufacturer narrative:
Evaluation: as returned, the stem impactor exhibits deformation damage to the distal end of the device. Device history records indicate device manufactured to specification. The device failed functional gauge that verifies the profile of the device tip. Additionally, the device exhibits strikes marks on the proximal surface and sides of the handle from usage over a potential field age of approx 3 1/2 years. Normal wear and tear from usage appears to be the cause for the reported condition. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufactures guidance document published by the FDA in 1997.

Event description:
It is reported that the stem impactor has a deformed tip that gets stuck in the implant.